Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The sizes 23 mm and 26 mm edwards sapien xt thv, novaflex+ delivery system, and accessories are indicated for use in patients with: symptomatic severe calcific aortic stenosis of the native valve requiring aortic valve replacement (avr) who have an estimated operative/procedural mortality risk =15% as assessed by a risk tool such as the logistic euroscore, or sts-prom; or with a previously implanted failing aortic surgical bioprosthesis requiring valve replacement assessed as extreme risk operative/procedural mortality by the heart team. Device degeneration is an adverse event listed in the instructions for use (IFU) and associated with the sapien xt valve and the transcatheter aortic valve replacement (tavr) procedure. The IFU has been reviewed and no inadequacies have been identified with regards to warnings and contraindications increased gradients and regurgitation/insufficiency of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, or leaflet disruption. There are cases of svd that result in a combination of regurgitation and stenosis. It may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. If severe, degeneration may result in symptoms such as shortness of breath and decreased exercise tolerance. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve was reported to be degenerated after 4 years. The author hypothesized that a smaller valve size (23mm) and the patient¿s ¿excessive body mass index of 47.9 kg/m2 may have contributed to early valve degeneration¿. The author also purports that valve thrombosis may have contributed to the increasing gradient, although there was no improvement noted with anticoagulation regimen. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through article ¿supra-annular valve strategy for an early degenerated transcatheter balloon-expandable heart valve¿, a (B)(6) woman with a history of percutaneous coronary intervention underwent tavr with a 23-mm sapien xt. Comorbidities favoring tavr were severe chronic obstructive pulmonary disease (copd) and morbid obesity (body mass index 47.9 kg/m2). Her aortic valve mean pressure gradient had gradually increased over 4-years post-procedure from 11.5 mm hg to 37 mm hg, eventually requiring admission for decompensated heart failure. Echocardiogram showed a mean pressure gradient of 37 mm hg with severe aortic insufficiency and evidence of valve degeneration. She was treated with apixaban, but did not improve per her echocardiogram findings or heart failure symptoms. The patient was discharged on medical management, but required rehospitalization 10 days later. Due to the patient¿s copd and necessity of urgent intervention, the heart team decided to proceed with valve-in-valve tavr using a non-edwards supra-annular designed self-expandable valve. This strategy was expected to yield the lowest mean transvalvular gradient. A pre-procedural diagnostic left heart catheterization revealed an aortic diastolic blood pressure of 30 mm hg, left ventricular end diastolic pressure of 25 mm hg, and mean gradient of 60 mm hg across the aortic valve. Aortography showed the orifice of the left main coronary artery just above the stent of the previously placed sapien xt valve. A 26-mm non-edwards transcatheter valve was implanted with pre-protection of the left coronary artery. After post-dilation with a 22-mm true balloon, final aortography revealed trivial aortic insufficiency without coronary obstruction. Diastolic aortic blood pressure increased to 41 mm hg and left ventricular end diastolic pressure decreased to 12 mm hg. Final echocardiogram showed no residual aortic insufficiency with the mean gradient of 7 mm hg. The patient was discharged on post-operative day 5 with symptomatic improvement.